Event description:
Report received of a crack noted above the y-connector. The physician attempted to place a biodivysio 3.0 x 18mm stent in the right coronary artery which was reported to be 3.0mm in size and had two lesions which both were 80-90% stenosed. The lesion was predilated with an unspecified balloon and the physician reported that a dissection occurred. When the physician attempted to deploy the biodivysio stent, the balloon would not inflate, the inflation device would not hold pressure and the device was leaking above the y-connector. The physician removed the stent delivery system by pulling it back through the guide catheter. Another biodivysio 3.0 x 18mm stent was examined pre-insertion and it was noted that the white collar distal to the y-connector was loose. The physician decided not to use the second biodivysio stent. The dissection and lesions were successfully treated with three different sized guidant stents. It was reported that the patient was stable throughout the procedure and did "fine".